Event description:
The initial reporter received questionable ise indirect gen.2 k results for one patient tested on two cobas 8000 cobas ise modules. The first cobas 8000 cobas ise module had a serial number of (B)(4). The second cobas 8000 cobas ise module had a serial number of (B)(4). The patient had two different types of samples collected at the same time, a gold top sample tube and a light green top sample tube. The customer tested each sample type on two different cobas 8000 cobas ise modules. It is unknown if the patient's k results were reported outside the laboratory, the information was requested but not provided. On (B)(4), the patient's k results were 4.5 mmol/l with the gold top sample tube and 4.4 mmol/l with the light green top sample tube. On (B)(4), the patient's k results were 4.6 mmol/l with the gold top sample tube and 4.0 mmol/l with the light green top sample tube. The k electrode lot number and expiration date were requested but not provided.

Manufacturer narrative:
The customer's calibration and qc results, sample pre-analytic details, and system alarm trace were requested but not provided. The field application specialist reported the customer switched from a light green top sample tube to a gold top sample tube for patient testing. He did not find any abnormalities. The customer's qc was tested three times with passing results. The investigation did not identify a product problem. The cause of the event could not be determined.